Manufacturer narrative:
Battery packs have been returned from the distributor for bent pins and are undergoing investigation at this time. There was no adverse event that occurred related to this issue. CAPA-00137 is underway. There was no adverse event that resulted from the damaged batteries.

Event description:
Battery pack has been returned from distributor for bent pins.